Manufacturer narrative:
E1: patient country: united states. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized due to hyperglycemia. The blood glucose level was 650 mg/dl at the time of hospitalization. The hospitalization treatment was IV insulin drip. No further information available.